Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 subsequent to the abutment has fallen out of the patient's head. During the procedure the skin around the implant site was excised and the site closed. There are plans to place a new abutment once the site has healed.